Manufacturer narrative:
It was reported that the needle tip of the bovie turned red and caught on fire "like a candle" while in use in the patient's groin. The surgeon requested water and put the fire out by dousing the bovie into the water pitcher. No patient injury was reported. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the needle tip of the bovie turned red and caught on fire "like a candle" while in use in the patient's groin. No patient injury was reported.